Manufacturer narrative:
The customer¿s report that the tubing cracked and leaked was confirmed. Visual inspection showed that the female luer had a vertical hair line crack measuring 0.215 inches long. The female luer was inspected under magnification; no stress marks were observed. Functional testing was performed; fluid flowed through the crack. The root cause of the crack is unknown however the probable cause was a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing of an infusion of doxorubicin was noted to be cracked and leaked close to where it connected to a smartsite cap which caused approximately 2ml of medication to leak on the floor while connected to the patient's central line. There was no patient harm.